Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered therapy for ventricular tachycardia (vt). The shocks were appropriate, and physician believes the reason for the high number of shocks was due to the substrate of the patient's myocardium. The physician's colleagues disagree and expressed concern that the energy supplied by the device was not sufficient. Boston scientific technical services (ts) reviewed the device data and noted the rate was 250 bpm before the 1st shock and polymorphic vt/ventricular fibrillation (vf) post shock. The subsequent shocks the patient went through different vt morphologies. Although rhythm acceleration occurred, the final shock converted the rate below the vt cut off.